Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received two battery out limit alarms while batteries are still in insulin pump. Customer's blood glucose was 240 mg/dl. Customer requested insulin pump to be replaced. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with high operating currents. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The information provided was incorrect, the correct information has been provided with this report. The insulin pump received with high idle current and unexpected battery out limit due to open lcd driver on lcd board. The insulin pump had battery out limit alarm due to open lcd driver on lcd board. The insulin pump was received with moisture damage on mother board, interface board and remote frequency board. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.